Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell three of four, patient was connected. The home patient (hp) stated that all of the bags were connected. The technical service representative (tsr) instructed the caregiver (cg) to close the clamps and cycle the power on the hc to clear the alarm. The tsr explained the alarm. The hp was going to complete the therapy manually. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.